Event description:
No additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction: corrected fields: h11 the legal manufacturer was consulted, and the issue was determined to not be a medical device reportable (MDR) event.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited clear, greasy substance seeping from the body control unit tab toric joint region. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause was traced to improper routine or preventative maintenance. The service history record was reviewed, and the reported complaint allegation was related to the most recent repair activity. The failure mode identified during this investigation is consistent with the timeframe and scope of the last service performed. Therefore, the complaint is considered traceable to prior repair/service activities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.